Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are coming off. This was discovered before use. The following information was provided by the initial reporter: material no. 367986, batch no. 9093690, 9081745. It was reported that the labels on the sst tube are coming off. Sst tube label coming off many tubes have labels coming off.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Although no samples or photos were available for evaluation, bd has initiated further investigation relating to label lift through CAPA#: 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#: 1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA#: 1064141 to identify the potential root cause(s). Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified. H3 other text.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9093690. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-04-03. Medical device lot #: 9081745. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes labels are coming off. This was discovered before use. The following information was provided by the initial reporter: material no. 367986. Batch no. 9093690, 9081745. It was reported that the labels on the sst tube are coming off. Sst tube label coming off. Many tubes have labels coming off.